Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that four months post implant the battery longevity estimation showed approximately two years remaining. It was noted the estimation is accurate. It was further noted possible noise and possible far field r-wave (ffrw) was noted on the right atrial (ra) lead. The implantable pulse generator (ipg) and ra lead remain in use. No patient complications have been reported as a result of this event.